Event description:
The reporter stated that the zero transducer attachment site had disconnected from the panel mount of the drain. This allows the transducer to drop, therefore changing the icp reading for the pt in a call made to obtain additional info, the clinical nurse specialist stated that an erroneously high reading of intracranial pressure may lead to unnecessary medical intervention. She noted that this malfunction does not impact the sterility or the drainage function of the unit. After this event, the drain was changed for another accudrain and the complaint sample was discarded and is not available for evaluation. The reporter stated that the device had been in use for about two days and that the pt had been moved frequently.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.